Manufacturer narrative:
An event of pre-operative ventricular fibrillation, post-operative cardiogenic shock, and patient death due to post-operative complications was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 25mm masters valve was implanted due to regurgitation and coronary heart disease. During a follow-up visit on (B)(6) 2018, the patient was noted to have pre-operative ventricular fibrillation and post-operative cardiogenic shock. The patient was reported to have expired the same day due to post-operative complications. Per the site, the death is unrelated to the device performance.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 25mm masters valve was implanted due to regurgitation and coronary heart disease. During a follow-up visit on (B)(6) 2018, the patient was noted to have pre-operative ventricular fibrillation and post-operative cardiogenic shock. The patient was reported to have expired.